Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot numbers h14a11041, h13l03120. No deviations were found related to this reported condition during the manufacture of either of these lots. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed for the potentially associated lot number(s) h14a11041 and h13l03120. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident manifested by abdominal pain, constipation, and muddy brain effluent with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis on the same day as the onset. On an unreported date, the patient was treated with an unknown type of antibiotics for peritonitis. The patient was still hospitalized and the outcome of unknown. The dianeal therapies were ongoing. No additional information is available. This is report 1 of 4.